Manufacturer narrative:
Customer evaluated unit and reported that there were no defects or malfunctions. The alleged event was a result of user error.

Event description:
It was reported by the customer that the cot missed the safety hook and dropped while being unloaded from an ambulance, allegedly fracturing the pt's arm.